Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked at the membrane port. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI): the manufacturing date (11) is not available at this time. Should additional relevant information become available, a supplemental report will be submitted.